Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of system fault 147 indicating a main blower failure. The investigation found that the motor capacitor assembly have been detached from the main circuit board (pcb). The motor capacitor assembly was reconnected to the main pcb to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a main blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a main blower failure. There was no patient injury reported as a result of this incident.